Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported "this patient had a c-tek anterior cervical plate implanted at the c6-7 level for a fusion [several years ago]. Chronic irritation from the front of the plate, which is not a smooth surface, resulted in an esophageal perforation. The barium swallow test documents that the contrast leaks from the patient's esophagus into the neck at the level of the plate exactly where the plate contacts the esophagus." Additionally, the patient developed neck pain and dysphasia, and a revision surgery was performed to remove the plate.

Manufacturer narrative:
Device evaluation: visual inspection revealed signs of use (minor surface scratches), but no signs of obvious damage. Potential cause: root cause was unable to be determined. This event could possibly be attributed to unknown operational or patient factors. DHR review: DHR review unable to be performed as DHR unable to be located. Device use: this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported "this patient had a c-tek anterior cervical plate implanted at the c6-7 level for a fusion [several years ago]. Chronic irritation from the front of the plate, which is not a smooth surface, resulted in an esophageal perforation. The barium swallow test documents that the contrast leaks from the patient's esophagus into the neck at the level of the plate exactly where the plate contacts the esophagus." Additionally, the patient developed neck pain and dysphasia, and a revision surgery was performed to remove the plate.